Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin injection (2g, intraperitoneal, ongoing, frequency and duration were not reported), gentamicin injection (20mg, intraperitoneal, ongoing, frequency and duration were not reported) and unspecified additional medication (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : upon follow up, it was reported that on an unreported date, antibiotic treatment for peritonitis was discontinued. At the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.